Manufacturer narrative:
In this case, multiple attempts to obtain additional information regarding the condition of the device, patients medical history, or possible comorbidities have been made. No other details have been provided. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve has been placed under evaluation for a viv procedure after an implant duration of eight (8) years, 11 months due to unknown reason. The intervention is indicated but not planned or scheduled yet. No additional information was provided.